Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 550 (mg/dl) and ketones. Customer administered correction boluses to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital on (B)(6) 2016. During the first day of the hospitalization, customer was treated with intravenous insulin, potassium, and glucose. Customer then changed pump supplies, reinstated use of the pump, and experienced elevated bg levels. During system check with tandem technical support on (B)(6) 2016, customer ran out of insulin and was waiting to obtain some from the pharmacy. Troubleshooting for the pump components checked indicated that the pump was performing as intended. Reportedly, contact stated that the customer usually uses humalog in pump cartridges for 3 day; however, pump cartridge prior to hospitalization had only been in use for 2 days. Contact indicated that the customer would be treated with an insulin injection. Customer was released from the hospital on (B)(6) 2016.